Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced infection at insertion site on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 18 mmol/l at the time of event and the patient got treated at the hospital no further information was available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country:canada.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006328, in question was manufactured at the osted site. Threshold analysis: a query was run on (B)(6) 2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6006328. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006328 was manufactured according to the work instruction (wi) [79] appendix 1 batchcard for production of packaging room on 16-may-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.